Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a chpv inline not functioning properly and surgeon revised.